Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; item #: unknown, unknown screw, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02752 liner. 0001825034 - 2019 - 03206 cup. 0001825034 - 2019 - 03207 screw. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the radiographs identified the subluxation of the prosthetic femoral head reflecting polythene liner wear. There are focal areas of radiolucency consistent with osteolysis in the greater and lesser trochanters and along with the acetabular component and fixation screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 20 years post initial surgery due to poly wear. No additional information available.